Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve with hernia repair, the surgeon was attempting to staple the stomach, but had a lot of torque on the stapler because of the size of the patient. The reload did not fire twice. There was a problem loading the reload onto the adapter. There was an incomplete staple line, which was fixed with a new reload. New reloads were used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual examination of the staple cartridge noted that the first reload had a full complement of staple. The proximal end of the first reload adapter was broken and the articulation flag was bent. The buttress material of the first reload was properly attached. The sutures were properly engaged on the first reload. Due to the noted damage no, functional testing was performed. Visual examination of the staple cartridge noted that the second reload had a full complement of staple. The proximal end of the second reload adapter was broken and the articulation flag was bent. The buttress material of the second reload torn on both the anvil and cartridge side. The sutures were properly engaged on the second reload. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.